Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that rising and high thresholds were noted on the his bundle (right ventricular (rv)) lead. The lead was capped and replaced during a routine upgrade procedure. No patient complications have been reported as a result of this event.